Event description:
It was reported to boston scientific that a tria soft ureteral stent was to be used during a retrograde intrarenal surgery procedure in the kidney stone, performed on (B)(6) 2023. During preparation, when the device was checked, it was noted that the stent was broken along the shaft. Another tria ureteral stent was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported to boston scientific that a tria soft ureteral stent was to be used during a retrograde intrarenal surgery procedure in the kidney stone, performed on (B)(6) 2023. During preparation, when the device was checked, it was noted that the stent was broken along the shaft. Another tria ureteral stent was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that the shaft was detached. A photo of the device was provided, and it was also observed that the stent was detached, and a portion of the suture was partially visible. The positioner was returned in good condition and the suture was returned loaded and uncut. It was observed that the suture hole was torn. For the functional analysis, a mandrel of 0,039" passed through the stent without resistance. During magnification, the found issues were closely observed. It was also observed that a side port hole of the shaft and the side port holes of the bladder coil was kinked. The reported event was confirmed. Based on all the gathered information and device analysis, it is possible to conclude that some operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment and the torn that were observed. Consequently, this affects the performance of the device. For the side port holes of the shaft and bladder coil was bent/kinked, most likely these failures could have been generated during the preparation during the setting up, probably some excess of force was applied over the device such as the handling or operational factors between the device and the guide wire that caused the failure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.